Manufacturer narrative:
The data logs from this analyzer and data from other analyzers at the same hosp have been received and analyzed. Additionally radiometer has visited the customer to investigate the cause of this problem. It has been identified that clots were the cause of the false low ca results. These clots are most likely caused by the storage of the samplers prior to measuring. The customer has been advised how to avoid this problem in the future. Please note that similar incidents have been reported from other analyzers at this hosp with MDR ref nos: 3002807968-2014-00047, -56, -58, -59 and 2015-00006.

Event description:
The ca result was lower on the abl90 with sn: (B)(4) compared to the other analyzer in the pt correlations test. The result from the abl90 with sn: (B)(4) was not used and there was thus no reported injury. Diagnosis or treatment based on the low calcium result.